Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
Customer reported a failure occurred on the cardiosave intra-aortic balloon pump (iabp). The nurse stated that the iabp displayed "internal communication failure", and that they had already switched the pump consoles to another working iabp. The nurse also reported that the new pump was on and therapy had been initiated and all was working as expected. Additionally, the nurse reported that this is a pump failure only, and that the disposable catheter continued to work properly. No adverse event was reported.

Manufacturer narrative:
09/14/2017 11:27 am (gmt-4:00) added by (B)(6) (pid-(B)(6)): "(B)(6), 2017, the customer advised a company representative on the telephone that the biomedical engineer performed the evaluation and did not duplicate the alleged malfunction. There were no parts replaced. The iabp passed all functional and safety tests per factory specifications and was returned to customer, and cleared for clinical use. 09/12/2017 12:47 pm (gmt-4:00) added by (B)(6) (pid(B)(4)): the customer said that biomed evaluated the unit and they did not duplicate the alleged malfunction. No parts were replaced. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
Customer reported a failure occurred on the cardiosave intra-aortic balloon pump (iabp). The nurse stated that the iabp displayed "internal communication failure", and that they had already switched the pump consoles to another working iabp. The nurse also reported that the new pump was on and therapy had been initiated and all was working as expected. Additionally, the nurse reported that this is a pump failure only, and that the disposable catheter continued to work properly. No adverse event was reported.